Manufacturer narrative:
Device eval summary: device eval of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the charger battery board was contaminated, which caused the reported charger faults. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.

Event description:
Download data from an (B)(6) male pt revealed several battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger/modem.